Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that the device was difficult to remove and snapped. A 130cm direxion hi-flo fathom-16 system was selected for use. During procedure, the device could not be feed all the way through the catheter and was difficult to remove. Subsequently, it was further noted that the device snapped when inspected after removal. The procedure was completed with another of same device. No patient complications were reported.